Event description:
A customer contacted co regarding erroneously low platelet (plt) results from a single pt that were generated by the coulter lh 750 instrument. The customer indicated that two (2) microtrainer specimens, a and b, were tested for plt. The plt result of 56 x 10 to the 3rd power cells/micro liter from specimen a and 57 x 10 to the power of 3rd cells/micro liter from specimen b were obtained. The plt results were reported out of the lab. On the next day a manual plt count was done from a slide. The plt count obtained from the slide was "much higher", but the actual result was not provided. The pt was sent to a different lab for more testing. A fresh, fingerstick sample was collected from the pt and tested for plt. The plt result was 299 x 10 to the 3rd power cells/micro liter. Then the customer mixed together the initial samples (a&b) from 2005 and analyzed for plt at the different lab. The plt result obtained from the a&b mixture was 210 x 10 to the 3rd power cells/micro liter. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.